Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the actual device was received for evaluation. Visual inspection of the actual sample revealed a cut in the tubing. Pressure and clear passage under water testing were performed on the sample; a cut was observed in the tube. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had a defined slit in the tubing, which resulted in leakage. The issue was described as, "a clearly defined slit was found about 20 inches up the tubing". The issue was discovered when the tubing had been hanging for two days. It was suspected that the tubing was accidentally cut or damaged, possibly due to pinching in the bed rail, which resulted in leakage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.